Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's friend called to report a hospitalization due to high blood glucose. The paramedics were called and customer was taken to hospital. Nothing further reported.